Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix and a cut was noted in the outer insulation 22.5 centimeters (cm) from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this lead, difficulty was encountered with getting the helix to extend and required 50 turns to get the helix to extend. The lead was repositioned and the helix would not extend again. This lead was attempted, but not implanted and another lead was successfully implanted. No adverse patient effects were reported.